Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was full" was confirmed during the archive review but not during the functional testing. Upon visual inspection, unrelated to the reported complaint, observed cracks, scratches and broken parts on the thermogard xp ivtm system. The probable cause for the physical damage could be due to normal wear and tear of the system or due to damage sustained by user mishandling. The ivtm system was manufactured in 2010 and is 9 years old, past the expected service life of 5 years. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed occurrence of multiple "coolant level low" message on the reported complaint date. Upon further testing, noticed that the isolation on the board of the coolant level sensor block got damaged. The observed damage could be the probable cause for the customer reported complaint. Refined the board isolation and the position of the coolant sensor block to remedy the problem. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was full. No additional information was provided. No known impact or consequence to patient information was provided.